Manufacturer narrative:
The received device had the cannula assembly deployed. The download data was unavailable because the device was unable to establish connected with the master pdm for data download. All battery voltages were low. Corrosion was found on the batteries and pcb. A leak test was performed and found fluid exiting between the plunger/o-ring and the inner walls of the reservoir, indicating an inadequate seal between the o-ring and inner walls of the reservoir. This resulted in fluid diverting out of the fluid path, contributing to the corrosion on the pcb and batteries and a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached over mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient also reported the presence of small ketones. As treatment, patient drank a lot of water, a new pod was applied and a bolus was delivered.